Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. In response to what circumstances let to the strong pulsating sensation, they replied 'too strong'. The steps taken to resolve the sensation were lowering stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked what circumstances led to the strong pulsating sensation, they replied they thought they weren't to feel the pulsating, so they turned it down, but they were wrong, so they changed it back. They reported the steps taken to resolve the strong pulsations was that it was fine; when they turned it down they leaked, so they put it back to where it was and it was fine then.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had not been feeling good: strong pulsating, pressure in tailbone that went up their spine to their neck, sharp sticking sensation in their rectum that felt like someone was sticking them with a fingernail and headaches. The patient then decreased stimulation from 0.8 to 0.7 and they already felt less pressure in their tailbone. The patient was going to monitor. There were no further complications reported.